Event description:
During product service by a service technician, a flogard infusion pump was found to have a broken power supply. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the broken power supply was not determined. To correct the condition, the power supply was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.